Manufacturer narrative:
Product analysis: two photographs were received from the account. Photograph 1. Captures the nc euphora device in the packaging hoop. The balloon appears to have been inflated and blood is visible inside the balloon. Photograph 2 captures the nc euphora shelf carton. The size and lot# on the shelf carton matches that reported by the account.

Event description:
The physician intended to use an nc euphora balloon. No damage was noted to the device packaging. No issues noted when removing the device from the hoop. Negative prep was not performed. The intended lesion was situated in the mid lcx and exhibited mild tortuosity and mild calcification. The intended use of the nc euphora was to post dilate the proximal part of implanted non-mdt stent in the mid lcx. The lesion had been pre-dilated. No resistance was encountered when advancing the nc euphora and excessive force was not applied. The balloon passed through the previously deployed stent. It is reported that during the 1st inflation at 20 atms the balloon burst. Balloon was not moved or repositioned prior to the burst. No patient injury reported.

Manufacturer narrative:
The balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurization of the device, a leak was observed on the balloon distal cone. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately proximal to the balloon distal cone. The balloon material was raised and uneven at the tear site. Deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.